Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on jun 30, 2016, omsc confirmed that the tissue pad was worn and partially peeled. The tissue pad was partially torn but there was no lack of the tissue pad. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw, or the probe came in contact with hard tissue, metal or a surgical instrument during activations. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used for a total laparoscopic hysterectomy & a bilateral salpingo oophorectomy. It was reported that errors occurred after around 15 minutes of use. It was found that the distal end of the tissue pad was peeled. The intended procedure was completed with another same device. There were no patient injury reported.